Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. A pusher wire and an introducer sheath were returned. The coil and pusher wire arms were not interlocked within introducer sheath as the coil was not returned. The introducer sheath was inspected and no anomalies were noted. The pusher wire was inspected and was found kinked near the interlocking arm. Microscopic inspection observed that the proximal end of pusher wire has a smooth surface. The interlocking arm was inspected and no anomalies were noted. The main coil was not returned. The pusher wire dimensions that could be measured were found to be within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 19-dec-2017. It was reported that the spring did not detached. A 15cmx5mm interlock¿ was selected for use. During the procedure, it was noted that the spring and spiral curvature did not detached. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, device analysis revealed that the main coil was not returned.